Manufacturer narrative:
The return of the implant associated with the reported event has been requested. A supplemental report will be filed when the implant is received and the investigation of product problem is completed.

Event description:
The implant broke during the execution of the surgical technique. The surgeon removed the broken implant and used another implant to finish the surgery without complication, serious injury or pt harm.